Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the data alert 04 issue could not be verified.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 199 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.